Event description:
It was reported the customer was experiencing high blood glucose. The customer also reported an incident where their tubing was clogged. As a result, the customer's blood glucose ran high. The customer also reported they had taken expired insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)